Event description:
Provider alleges consumer alleges the unit is to powerful and she allegedly crashed in her home.

Manufacturer narrative:
The device was returned and evaluated. The device performed as designed.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges the unit is to powerful and she allegedly crashed in her home.